Event description:
The pt was revised due to loosening of the femoral stem and poly wear of the liner.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code since release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the provided product code has been inactive/obsolete since august of 2001.